Manufacturer narrative:
The tna1e filter associated with the second incident contained within the customer report was retained and has been received at pall's manufacturing site for investigation. This returned device will be evaluated and a final MDR for both incidents (mfg. Report # 3008412416-2016-00001 and 3008412416-2016-00002) will be submitted upon completion of the filter investigation.

Event description:
The customer submitted one report to pall that on two occasions air was observed downstream of a pall lipipor tna filter (tna1e). This was first observed on (B)(6) 2016 and was then observed with a second filter on (B)(6) 2016. No adverse effects on the patient were reported with either incident. A separate medwatch report will be submitted for each incident (mfg. Report # 3008412416-2016-00001 and 3008412416-2016-00002). This MDR report is being submitted for the second noted incident on (B)(6) 2016.

Manufacturer narrative:
The implicated sample was returned by the customer and sent to pall for investigation. The received sample was visually examined and no external abnormalities were observed. The sample was then sent to pall's scientific and laboratory services (sls) for testing. During the sls evaluation air was observed downstream of the filter, confirming the customer's observation. To further analyze the returned sample, the base and cover housing components were carefully removed and the exposed media visually examined. No physical damage was observed and both vent welds appeared complete. The main media coupon seals were also tested by submerging the filter in water and pushing air in through the outlet connection. Air bubbles were observed emanating between the main coupon and vent media. The main media weld area was examined under magnification and a bypass route was observed. A review of the manufacturing records for lot 16-546, as well as the associated filter sub-assembly (part number 112-0878, lot number 535603), was conducted. No deviations were noted. All quality control and release criteria were reviewed and confirmed to be within specification. This includes passing results for bubble point testing of the filter assembly which verifies membrane and seal integrity. A review of our complaint database confirmed that we have not received any other reports of a potential quality issue for lot number 16-546, part tna1e. Additionally, a review of our complaint database for the last five years showed that this is the only confirmed customer report of an air downstream occurrence for the tna1e filter assembly. It is believed that a previous action taken by pall to reduce a potential deviation detected during our pre-release quality control testing will be effective in reducing the potential for the bypass failure mode seen in the returned filter. This investigation showed the root cause was a raw material issue related to the variation in the properties of the first sections of the media roll, causing insufficient weld of the main media coupon. In response to this a corrective action has been implemented in the form of a production start-up process to remove the media identified as causing the failures. No internal non-conformances related to this action have been detected since its implementation. It should be noted that the implicated lot 16-546 was manufactured prior to the corrective action. No other action is being taken at this time. Unless substantially significant information becomes available, this constitutes a final report.